Event description:
It was reported that resistance was felt during advancement of the the 2.0x15 mm mini trek dilatation balloon to the lesion; however, the balloon was able to reach the lesion and be used for predilatation. After retraction of the balloon catheter from the patient, what appeared to be a layer of the balloon was noted hanging of the catheter. A lot of resistance was felt during retraction of the balloon catheter; however, there was no difficulty deflating the balloon. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported resistance could not be replicated in a testing environment as it was based on operational circumstances. The torn balloon material was confirmed. Based on visual and scanning electron microscopy analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.